Event description:
Patient initials: (B)(6). Date of awareness: 3/16/23. Provider rems ID: (B)(6). Reporter: physician hospitalization start date: (B)(6) 2023. Hospitalization end date: (B)(6) 2023. Causality: unlikely. (B)(6) is a 34 y/o female who takes ambrisentan, IV remodulin and tadalafil. Pt presented to the hospital for catheter complication and was admitted for management of this. She will be transitioned off of IV remodulin onto sc remodulin as an outpatient.